Event description:
The pt was a male. The target lesion was the mid to distal left anterior descending (lad). The lesion was de novo and bifurcated. The lesion length was 40mm and vessel diameter was 3.0mm. Aha/acc classification of the vessel was a type b2. The procedure was conducted due to myocardial infarction. Pre-dilation was conducted with a 2.5 x 15mm balloon at 12 atm for 30 seconds. A 3.0 x 18mm cypher stent was implanted at 16atm for 45 seconds at the mid lad. Post-dilation was conducted with a 3.0 x 15mm balloon. Then a 2.5x 16mm taxus was implanted at the distal lad at the distal end of the initially implanted cypher stent with overlap. Thrombus formation was observed inside the taxus stent implanted and no flow occurred. In order to treat the thrombus, balloon angioplasty was conducted with a 3.0x15mm balloon for 60 seconds. Ivus was conducted and confirmed the stent to be fully dilated. Timi flow after the procedure was 3 and the procedure was finished successfully.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.